Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error alarm and power loss alarm. The power management tool confirmed pump error 25 and power loss alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was able to complete rewind. Notification light did not immediately stop flashing. Customer stated that insulin pump was not been exposed to temperatures below 41°f. Customer was assisted with troubleshoot. Customer used new battery and the new battery was died. The insulin pump will be returned for analysis.